Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
The patient's g5 unit was reported to have a smoke smell, as noticed by the doctor. The patient was hospitalized by the doctor due to breathing issues and remains in the hospital. Follow-up attempts included emails and a voicemail, but no response has been received.